Manufacturer narrative:
Follow-up #1; date of submission: 07/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/16/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The battery compartment was observed to be cracked in the area below the grip pad. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.